Manufacturer narrative:
The technician traced the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the foot hi/low function is drifting on the bed.